Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced a skin infection. After an hour, he felt discomfort in the area along with systemic symptoms that consisted of decreased appetite, fluid intake, and abdominal pain, and called his daughter to inform her of the symptoms. His daughter advised him to call 911. Emergency medical services (ems) arrived and promptly transported the patient to the emergency department (ed) due to the abdominal pain. The patient did not specify if treatment was given by ems. In the ed, he was given IV fluids and antibiotics. In the meantime, the discomfort in his arm worsened. He asked his daughter to check the dexcom manual, and she read that if the patient feels discomfort, the sensor can be removed. He then removed the sensor patch from his arm. The area appeared scraped, scabbed, red, and swollen. The physician assessed the patient¿s arm and informed him that the infection could have spread to the stomach, considering the symptoms he described. Blood tests were performed, confirming an unknown infection that required 5-6 days of hospitalization for treatment. Upon discharge, he was prescribed oral antibiotic medication (cephalexin 500 mg, until infection resolves). At the time of the report the patient still had redness at the insertion site. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).